Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of atrial oversensing. Upon review, intermittent oversensing of artifacts on the right atrial (ra) channel leading to inappropriate atrial tachy response (atr) episodes was observed. Ts provided programming optimization recommendations. The ra lead is noted to be a non-boston scientific product. At this time, no adverse patient effects were reported the crt-d and non-boston scientific ra lead remain in service.